Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that, approximately two years and seven months post index procedure, a follow up CT and angiogram revealed a type iii fabric endoleak in the right limb of the aneurx bifurcate at the level of the flow divider. The maximum aneurysm diameter measured 9 cm and the patient was asymptomatic. The patient was treated with an endurant 16x16x82 in the right common iliac inside the existing aneurx graft to repair a type iii endoleak. The endoleak resolved. The physician believes the cause of the event was likely due to a stent which had lifted off the graft that created a hole over time. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Product analysis results are: the exact cause of the stent lifted from the stent graft, creating to a hole in the graft fabric over time, which resulted in the type iii fabric endoleak could not be conclusively determined from the single image provided. The image provided did not show contrast injection of the stent graft, so the type iii fabric endoleak could not be assessed. The pre-implant films, films during the index procedure, post implant follow up films, films that showed the type iii fabric endoleak, and films during secondary intervention were not provided. The image provided showed possible radial offsets between two of the stent struts near the mid section of the ipsi limb, indicating possible associated suture breaks, which may be the cause of the hole in the graft fabric and the type iii fabric endoleak. The cause of this limb offset leading to the suture breaks is unknown; possibly due to repeated stent graft movement/articulation between the aaa sac and right common iliac limb, and morphology changes during the implant duration.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.